Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to the corroded keypad traces. The device did not reset by itself during testing. The unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that her insulin pump was alarming button error. Customer stated she does not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 198 mg/dl at time of reporting. Nothing further reported.